Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd nano¿ 2nd gen pen needle had a mix of product types in the pack. The following information was provided by the initial reporter: "consumer reported that cat 320122 was mixed in a box of cat 320550."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported bd nano¿ 2nd gen pen needle had a mix of product types in the pack. The following information was provided by the initial reporter: "consumer reported that cat 320122 was mixed in a box of cat 320550."